Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29352423, was reviewed. The pump was manufactured on july, 16, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology is presently in communication with the clinic to obtain additional information and the status of the pump. Upon receiving additional information, an updated final report will be sent to the FDA.

Event description:
Intera oncology received a report that an intera 3000 hepatic artery infusion pump had no flow. On (B)(6), 2025, the residual volume was 17mls, which was more than the clinic anticipated. The patient visited the clinic on (B)(6) 2025 and the residual volume was 29ml after 7 days.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. During the investigation, there were various issues with the pump that were observed. For example, blockage was observed in the catheter which prevented the pump from flowing normally in the patient. Due to the variety of issues with the pump, there is potential that this device failure was due to use error, however, the root cause cannot be conclusively determined.

Event description:
Intera oncology received a report that an intera 3000 hepatic artery infusion pump had no flow. On (B)(6) 2025, the residual volume was 17mls, which was more than the clinic anticipated. The patient visited the clinic on (B)(6) 2025 and the residual volume was 29ml after 7 days.